Event description:
It was reported a peritoneal dialysis (pd) patient experienced a disconnection between the transfer set (ts) and the titanium adapter which resulted in a leak. This was further specified as the patient observed "a leak of pd fluid from the end of the permanent catheter when the ts fell off". Subsequently the patient reconnected the ts and presented to the pd clinic. The cause of the leak was not reported. The cause of the disconnection was unknown. According to the patient the ts and catheter were secured in a pd belt and the patient was climbing the stairs when the event occurred. No damage was noted on the ts. The ts was replaced, and the titanium adapter remained in use. Two days after the event, a culture result was positive for staphylococcus "species". Treatment for the event was not reported. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient outcome was not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Visual inspection with the naked eye did not identify any abnormalities that could have contributed to the reported condition. Leak pressure testing, clear passage and clamp function were performed with no issues noted. The reported condition was not verified. The cause of the condition could not be determined; however, the most possible cause is due to the reconnection by the patient of the transfer set that "fell off". Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.